Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that pump information was missing from the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: during investigation, the pump¿s black box was reviewed and showed that on 01/13/2014 9.30u of a 12.3u bolus was delivered due to a timeout warning. The pump was successfully paired with a test meter for evaluation. During testing, a 10u bolus was successfully delivered from the test meter; no warnings or errors occurred. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was downloaded using ezmanager max 2.0.14 and no missing data was observed between 11/01/2013 and 01/11/2014. The history settings issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.